Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to a periprosthetic femoral fracture (possible cause or contributor to the fracture not reported to rep). An anato stem was revised to an omnifit hfx stem.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was confirmed based on clinician review of the medical records provided. Visual inspection of the returned stem component was performed. The stem appears consistent with an explanted device with nothing remarkable to report. A review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms a periprosthetic femoral fracture, need operative reports and clinical/past medical history. Could not be performed as lot code information is unknown. -complaint history review: could not be performed as lot code information is unknown. A review of the provided medical records by a clinical consultant confirms a periprosthetic femoral fracture. Additional information, including lot details, operative reports and clinical/past medical history are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that patient's left hip was revised due to a periprosthetic femoral fracture (possible cause or contributor to the fracture not reported to rep). An anato stem was revised to an omnifit hfx stem.